Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 1.50mm x 8mm emerge balloon catheter was advanced for dilatation. However, during the third inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported.